Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. Following a thorough investigation (including verification of the device history record, analysis of the explanted device, information from the surgeon) and in the absence of immediate post-operative imaging, the most probable root cause is a loosening due to patient's condition. Should additional information become available, a follow up report will be issued. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 68 year old male patient, implanted on (B)(6) 2023 underwent a revision surgery. There was a fracture of polyethylene liner and a dislocation from the cup component. Removal of the prosthesis was performed as the cup was loose and a small hole distal to the stem was present.